Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch #813c62. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received unfired with the forks broken off and not returned and also the swing tab was not returned. No functional test was performed due to the condition of the reload. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 813c62, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the surgeon describes that the load was broken at the base, making it impossible to attach to the stapler.

Manufacturer narrative:
(B)(4). Date sent 9/23/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could please clarify if the reload metal pan was separated or there was physical damage to the reload? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.